Event description:
While using a byte night aligners, patient was examined by their doctor after recently completing treatment with the aligners. The patient was found to have incorrect bite and visible gaps that were not present before treatment. The patient's posterior occlusion is unstable, they are not contacting all premolars and molars. This is a result of the treatment and must be corrected to prevent pain on occlusion. The patient has to undergo invisalign treatment to get their bite and teeth properly aligned. Aligner treatment stopped.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.